Event description:
It was reported that during a stomach tube formation procedure, the device staples malformed at 4th firing. Another device was used to complete the case. There was no pt consequence

Manufacturer narrative:
Tracking# 457168-0date sent: 6/21/2006d8= unk, a1,2,3,4;b6,7;d11: information was not provided by the affiliate. D4;h4: information is unavailable; device was not returned for evaluation.